Manufacturer narrative:
The following field has been updated due to corrected information: describe event or problem: it was reported with the use of the bd ultrasafe plus¿ x100l there was an issue with 30 plunger rods discolored yellow. Investigation: the customer issued a complaint for ultrasafe plunger rods which were the wrong colour detected during processing at the customer site. 10 samples were provided to bd medical pharmaceutical system (bdm-ps) for analysis. These have since been sent to the supplier for analysis. The batch was produced by bd supplier. Batch release documents were checked and no abnormalities were observed. The batch was released on the applicable specification. At this stage, the root cause of this event is unknown. Therefore no corrective or preventative actions have been assigned. This report will be updated to revision 2 with the findings of the supplier complaint investigation.

Event description:
It was reported with the use of the bd ultrasafe plus¿ x100l there was an issue with 30 plunger rods discolored yellow.

Manufacturer narrative:
(B)(6). A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported with the use of the bd ultrasafe plus¿ x100l there was an issue with plunger rods discolored yellow.